Manufacturer narrative:
The device was received for evaluation. During functional testing, an constant downstream error was not reproduced. A review of the event history log revealed downstream occlusion. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion as an out of box failure. There was no patient involvement. No additional information is available.